Event description:
The therakos field engineer performed a validation of the instrument at the time of installation. It was documented for readiness for use on last month. This involved a procedure in which water was used to document the performance of the pumps and the centrifuge. When we began to use the instrument last month, under the guidance of a therakos trainer, we noted multiple procedure alarms. These were thought to be attributed to failures of the photophoresis procedure kits, not the instrument itself. The manufacturer responded as such as they recalled photophoresis procedural kits earlier in the year. The failures occurred during five scheduled procedure days with only one pt, over a two week time period. This occurred last month and the first week of this month. During this time, there were only three successful procedures and fifteen failures with two different lots of procedural kits. After the fifteen failures occurred,(during the operation of the instrument), we requested different company engineers to come inspect the instrument. The request was for an engineer other than the one who installed and validated the machine. Therakos sent senior engineers who inspected the instrument this month and the report follows:- the anticoagulant (ac) pump's head screw had grease not the recommended loctite lubricant. - the height screw was loose, allowing the ac pump head to move up and down potentially affecting the correct/safe delivery of the anticoagulant heparin- all three pressure transducers were out of calibration - the whole blood "bowl" optic sensor was out of alignment. Interrogation of the data cards (which records all the steps in the patient's treatment) from each of the successful patient treatments indicates that a buffy coat was collected each time and was appropriately photoactivated. We know that a sufficient amount of heparin was used to anticoagulate the extracorporeal circuit as no clots were observed at any time during the procedure. However, we do not know whether the pumps delivered an accurate amount of heparin to this patient (the pumps are rated for a volume accuracy of +/- 10%). We also know that the machine was loaded with only 10,000u of heparin and about 50-75% of that was given, which is approximately the expected amount. After thorough inspection and calibration, the instrument was revalidated by the senior engineers with the original field service engineer. The senior engineers left this facility two weeks ago stating that the instrument is now ready for use on patients. A validation report was provided by therakos documenting the status of the instrument at the time of inspection. All the corrective measures, and subsequent instrument performance was documented. Documentation by therakos engineer's: 1. Two weeks ago: therakos cellex system checkout procedure feedback form. "This form is intended as a formal record of the accomplishment of each step of the checkout procedure. It is intended to be given to the customer as evidence that the checkout procedure has been successfully completed. There are sixteen categories evaluated. The bts cellex machine is documented as having passed all tests."2. The following day: "propose of visit; service performed; resolution; verification (B) (6)""collect pressure test failed during prime". "On site to perform cellex optimization". "Recalibrated all pressure sensor". "Did bowl sensor calibration". "Did checkout section 7". "Repairs have returned this instrument to expected operation". "Codes fluidics, noisy pump". "On site to perform cellex pump ptimization". "Found a/c pump head screw had not loctite but had grease on it instead""height spacer set screw losen: therefore pump head pull up"."cleaned a/c pump head". "Did height calibration". "Calibrated all pumps". "Repairs have returned this instrument to expected operation". The failed procedure kits and associated data cards were sent back to the manufacturer for interrogation. The manufacturer replaced the fifteen kits used as a result of the failed procedures. As of two weeks ago, all procedures have been successful. The therakos trainer will remain on site for two weeks, assisting our staff with their confidence and competence in the instrument and this procedure.the multiple alarms and treatment interruptions we experienced while using the therakos photopheresis instrument were clearly due to improper installation and validation. Although no harm was done to the patient in this case, use of this instrument posed an unexpected and unacceptable risk to the patient. We believe that the therakos field engineer responsible for instrument installation and validation was incompetent and that therakos must review their processes for assessing competence of technical support personnel.